Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024,the patient reported that two infusion sets were not inserted correctly, leading to incorrect infusion set implantation. Infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.